Event description:
Same case as MDR: 2134265-2014-04082, 2134265-2014-04050. It was reported that automatic pullback failure occurred. During the procedure, an opticross imaging catheter was used and connected to a motor drive unit. It was unable to perform the auto pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).